Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Anomaly was noted on an internal navigation system computer (#s7-7). On 06/14/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that while performing accuracy testing on synergy cranial 3.0 software, used for navigation systems, plans were not deleted when images were modified. In the imaging system nexframe procedure, after modifying the images in the acquire images task (s/I, l/r or a/p, flipping or rotating) the plans were not deleted and showed-up in the incorrect part of the scan when moving forward to navigate task. In the image, the plan that was created followed the internal tubes on the phantom, however, after modifying the images, the plans no longer were in place and appeared shifted on the images. There was no patient present when this issue was identified.

Manufacturer narrative:
Serial number and device manufacture date provided.